Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device regained function, not returned.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110. During preparation for the procedure, the pump max would not create a vacuum and was not used. The pump max has since regained functionality.